Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two weeks post implant it was reported that there was complete loss of capture on the right ventricular (rv) lead due to dislodgement. The rv lead remains in use and a rv lead reposition will be scheduled in the future. No patient complications have been reported as a result of this event.